Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have thermal damage on the monopolar yaw pulley at the distal clevis. Material appears to have burnt off from the charring that occurred near the distal clevis. The conductor wire is broken. The instrument failed the electrical continuity test. The instrument was found to have thermal damage to the distal pulleys near the yaw pulley and conductor wire interface. Material appears to have burnt off from the charring that occurred near the distal pulleys. Thermal damage is likely a result of the broken conductor wire at the weld. Components adjacent to the distal pulleys show thermal damage. The yaw pulley has thermal damage. The instrument was found to have a frayed pitch cable at the distal clevis. The cable itself was not fully. There was no discoloration, corrosion, or contamination found on the cable that would occur from improper reprocessing, which can reduce the material integrity. Further inspection found this is related to other findings listed. Common causes of the failure mode thermal damage instrument monopolar yaw pulley are primarily attributed to the use conditions of monopolar energy if the lowest power or effect setting possible is not used for the minimum time necessary to achieve the desired effect. If this instrument has thermal damage but no damage to the conductor wire and/or ceramic sleeve, then this damage is the result of capacitive coupling. The instrument was found to have thermal damage to the distal pulleys near the yaw pulley and conductor wire interface. Material appears to have burnt off from the charring that occurred near the distal pulleys. Thermal damage is likely a result of the broken conductor wire at the weld. Components adjacent to the distal pulleys show thermal damage. The yaw pulley has thermal damage. Common causes of the failure mode thermal damage - weld damage instrument distal pulleys are primarily attributed to device design. Conductor wire management issues can result in damage to the conductor wire, which may allow a possible arc path during air firing. Clinical use of monopolar energy can also result in thermal damage if the lowest power or effect setting possible is not used for the minimum time necessary to achieve the desired effect. Common causes of frayed instrument pitch cables are attributed to damage to the cable through external collisions, during transport and/or storage, or during use or reprocessing.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.